Event description:
It was reported via repair work order that the foot end pedal is broken with exposed sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the foot end pedal is broken with exposed sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Previously, it was reported in error that the foot pedal was damaged resulting in sharp edge being exposed. However, this was reported in error. Upon completion of the manufacturer's investigation it was found that the patient right side rail was not latching up due to a broken latch assembly.